Event description:
Caller reported a malfunction on pump, specifically a malfunction code labeled as malf 0. There was no reported adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, after which malfunction code did not recur. Customer may continue to use pump and was instructed to call back if any malfunction code recurs, which was acknowledged and understood by caller.